Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000 ml exactamix eva tpn bags had leaked around the center port. This event occurred after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three device were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap of all the samples received. The reported issue was verified. The cause was lack of applied cyclohexanone during the manufacturing process, when the spike port connector is inserted into the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.